Event description:
Procedure was an ev canal repair. The anesthesiologist was touching the patient's forehead during the use of the electrosurgical device. The anesthesiologist stated they felt a sharp pain, like needles in their finger. No injury was reported to the patient or staff member.